Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/18/2017: medical records received. After review of the medical records for MDR reportability, the patient was also experiencing pain and squeaking. The revision operative note indicated warping of the 3d structure of the liner and loss of locking tabs. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available at this time.

Event description:
Liner disassociation from cup.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.